Manufacturer narrative:
Results: visual inspection of the returned product found no visible damage. The lens was returned in liquid. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer? No - lens not returned. Method - work order search. Results - a lens work order search was performed and no similar complaints were found within the work order. Conclusions - based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon implanted a 12.6mm micl 12.6 implantable collamer lens in the patient's left eye (os) on (B)(6) 2013. The lens was explanted on (B)(6) 2013 through the original incision due to excessive vaulting, with iris constriction. There was no patient injury. The lens was exchanged for a shorter lens.

Manufacturer narrative:
Results: reportedly micl(12.6mm) was explanted/exchanged for another micl(12.1mm) two weeks postoperatively to address excessive vaulting. No reported postoperative sequelae. Dfu instructs physicians how to choose a proper lens under" visian icl length determination: during the (B)(6) clinical study, sizing of the visian icl myopic lenses (12.1 to 13.7mm) was determined by the horizontal white-to-white and the anterior chamber depth (acd) measurements". Given the information that shorter lens was used as a replacement it is very likely that the patient related factor( anatomy issue) or procedure related factor(calculation error) have caused/contributed to the event. (B)(4).